Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the bipolar energy did not work on the maryland bipolar forceps instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter did not have any patient demographics. The customer tried to unplug the cords from the machines and arm and re-plug them in and it still was not working when it was activated on tissue. The customer got a new bipolar instrument before a new bipolar cord, and it worked with no issue. The customer suspected the issue might be with the connection part between the cord and the instrument or the tips of it not activating.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and passed the recognition and engagement tests when placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was recognized by the test system and successfully passed all functional tests. Additional finding not related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.